Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting (pre-anesthesia) of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument when removed from peel pack, a small metallic shard ( approximately 4 mm x 2 mm with sharp rugged edges) noted inside the instrument protector pocket. The instrument was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the fragment did not fell into the patient. Also, upon inspecting the instrument, nothing out of the ordinary was noticed. The customer did not know which part of instrument was broken. From the outside it looked fine. Yes, the instrument was inspected prior to use and that's why it was caught before using it on the patient and nothing was noted out of ordinary. No fragment fell inside the patient's anatomy. The event happened prior to the beginning of the procedure and the instrument was not used during the procedure. The fragment was in the peel pack envelope where the scissor tip sits. The procedure was completed robotically, with a different instrument. The instrument was reportedly prepared to be sent back to isi. No photographic images of the device or a video recording of the procedure were available for isi review. As of the date of this report, the instrument has not yet been received for failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.